Event description:
It was reported that on 01 august 2024, a 32mm amplatzer septal occluder was chosen for an atrial septal defect (asd) treatment using a 7f amplatzer trevisio intravascular delivery system. The patient's asd diameter was 23mm x 28mm. After measuring with a 34mm sizing balloon, the size turned out to be 30.2mm, therefore, a 32mm amplatzer septal occluder was attempted to be implanted. During the procedure, it was noted that the left atrial disc was too small for the hole and it had a cobra deformation. The device was unable to be reshaped. The device was removed without being released and decided to downsize the device size. A new 30mm amplatzer septal occluder was chosen but, the device also became a shape of cobra head upon deployment. The device was removed without being released. There was a report of interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. Another new 30mm amplatzer septal occluder was chosen and completed the procedure with no adverse patient consequences. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. Possible causes of device deformity include use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment. It was indicated that an 7f delivery system was used to deliver the device which may have contributed to the reported event. Please note that per the instructions for use, the recommended size delivery system for use with a 32 mm amplatzer septal occluder is an 10f. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.